Event description:
It was reported that the user experienced repeated occlusion alerts with teflon inset infusion sets with 23-inch tubing, with two sets alerting despite tubing checks and resolution occurring only after changing the infusion set and lot; blood glucose remained stable and the user resumed delivery after replacement supplies and education were provided. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical care.

Manufacturer narrative:
Investigation included technical support troubleshooting and replacement of supplies. Investigation of this case revealed that the occlusion alerts were associated with the prior lot and resolved after the infusion set change. It was concluded that the event was consistent with an infusion set occlusion related to the previous lot, with normal device function after supply replacement.